Event description:
Procedure type: inguinal hernia. According to the reporter: instrument got malfunctioned during firing in a procedure. Pt was involved, no pt injury. Surgery time was extended by 30 minutes or more.

Manufacturer narrative:
(B)(4).